Event description:
Nurse had 3 different glucose readings while using the roche accucheck monitor. Initially, a value of 257 mg/dl was reported. The pt requested a recheck and it was done from the same site with a reading of 162 mg/dl. The pt again felt that this was inaccurate so another check was done with a reading of 98 mg/dl.